Manufacturer narrative:
A system service check of the medrad® stellant CT injection system ((B)(4)), was completed on may 5, 2022, which confirmed that the injector was operating within bayer specifications. The disposables used in the reported occurrence were discarded by the customer; and lot numbers were not able to be provided; therefore, testing of retained samples is not possible. The following excerpts regarding air embolism and patient population are contained in the medrad® stellant CT injection system operation manual: expel all trapped air from the syringe(s), connectors, tubing, and catheter before connecting the system to the patient. Before connecting the tubing to the patient, visually inspect the syringe and tubing to confirm that all air is purged. To minimize air embolization risks, ensure that one operator is designated the responsibility of filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air. Intended patient population: this device is intended for use on the general patient population. Patient physiology and institutional guidelines should be considered when selecting catheter sizes and injection protocol parameters. Additional applications training has been offered to the customer and will be provided if accepted by the customer. The site continues to use the injector after the reported event. No further issues were reported.

Event description:
On (B)(6) 2022, bayer medical care received information that a (B)(6) female patient who was undergoing a cta of the chest with contrast suffered an alleged air injection while connected to a medrad® stellant CT injection system. The exact anatomical location / amount of the alleged air was not disclosed. Post procedure, the patient was ordered an echocardiogram. Additional information has been requested and acknowledged by the customer; however, no further details have been provided to date.